Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited cracked a-rubber (bending section cover) glue, missing ke45 (distal end adhesive) at forceps cover, peeling glue at the pink probe in c-body (distal end), minor dents and scratches, cracked lg [light guide] lens glue, and a missing customer label. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.